Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control then downloaded the electronic patient record from the device and was able to verify that it had powered off and on multiple times during the event; however, the cause of which could not be determined. As a precaution, physio-control replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device kept powering off and on by itself during an event. No further details were provided. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.